Event description:
It was reported that during an esophagectomy procedure, the devices had intermittent button problems on both sides. They weren't working or responding (min and max). Case completed by using second device with foot pedal. No pt consequence.

Manufacturer narrative:
The batch record was reviewed and no anomalies were noted during the manufacturing process.